Manufacturer narrative:
H10: the actual device was not available; however, two (2) retained samples were evaluated. Underwater leak test was performed on both samples and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock in blister pack leaked during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.